Manufacturer narrative:
All operating currents are within specification. No unexpected low battery or off no power alarms noted. The insulin pump passed off no power test, self-test, unexpected error test, displacement test, and rewind. The insulin pump alarmed prime during basic occlusion test and unable to prime during prime test due to loose/protruded drive support disk. No motor error alarm noted. We were unable to complete functional test including occlusion test and excessive no delivery alarm test due to prime alarm. The motor was tested outside the device and passed. The insulin pump was received with minor scratched lcd window, cracked reservoir tube, cracked reservoir tube lip, cracked belt clip slot, cracked battery tube threads, and missing end cap sticker. No rattling noise noted during testing.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had high blood glucose but not hospitalized. Customer's blood glucose at time of incident was 450 mg/dl. The customer was treated for high blood glucose with injection. The customer declined to troubleshoot for the high blood glucose stating she was off the pump due to the alarm. The customer reported via phone call indicating that the insulin pump alarm prime rewind. Customer's blood glucose at time of incident was unknown mg/dl. The customer stated insulin is squirting out during the manual prime process. The customer stated they are receiving a compromised force sensor alarm and motor error. Customer's blood glucose at time of incident was unknown. The customer stated that the device was not dropped or bumped. The customer stated that the drive support cap is sticking out. The customer doesn't recall pressing the cap while connected. The customer was advised that the device would be replaced.